Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("foreign body of the uterus"), pelvic pain ("pain"), menorrhagia ("menor") and autoimmune disorder ("autoimmune-like symptoms") in a female patient who had essure (batch no. 645015) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, asthma, chickenpox, gallbladder disease, orthopedic procedure and knee arthroscopy. Concurrent conditions included hypothyroidism, obesity, vitiligo, chronic fatigue, weight gain, joint pain, weakness, muscle ache, dry skin, erythema, painful rash, skin fissure, dyshidrotic eczema, environmental allergy, asthma, depression, hair loss, bruising, metabolic disorder, intramural leiomyoma of uterus, adenomyosis and bleed in luteal cyst (right ovary). Concomitant products included betamethasone dipropionate; clotrimazole (lotrisone). In 2009, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), allergy to metals ("nickel sensitivity") with rash, dyspareunia ("dyspareunia") and stress urinary incontinence ("stress urinary incontinence"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, da vinci platform anterior colporrhaphy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, pelvic pain, menorrhagia, autoimmune disorder, allergy to metals, dyspareunia and stress urinary incontinence outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, device expulsion, dyspareunia, menorrhagia, pelvic pain and stress urinary incontinence to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: final diagnosis: uterus: uterus, cervix, bilateral fallopian tubes. Uterus and bilateral fallopian tubes, da vinci total laparoscopic hysterectomy with bilateral salpingectomy: cervix: focal acute and chronic cervicitis and squamous metaplasia. Endometrium: early secretory phase endometrium. Myometrium: intramural leiomyoma and adenomyosis. Serosa: sub serosal leiomyoma. Right fallopian tube: benign; essure coil present. Left fallopian tube: benign, essure coil present. Right ovary: right ovarian cyst. Right ovary. Cystectomy: hemorrhagic corpus luteum cyst. Uterus, cervix and bilateral fallopian tubes: sections of the serosa show a small nodule composed of smooth muscle, sections of the cervix show squamous metaplasia and acute and chronic inflammation, sections from the endometrium show an early secretory phase endometrium. The myometrium has a few foci of adenomyosis and a well-demarcated nodule composed of bland smooth muscle. The left fallopian tube is benign. The right fallopian tube is benign. Removal details: pathology findings: (uterine sub serosal leiomyoma and hemorrhagic right ovarian cyst.) No evidence of perforation or migration of the fallopian tubes with the essure coils. She also had what appeared to be a grade I cystocele with significant urethrovesical hypermobility. The patient had what appeared to be a 2-3cm right-sided ovarian dermoid cyst. Concerning the injuries reported in this case, the following ones were described in patient's medical record: allergy to metal, pelvic pain, dyspareunia, menorrhagia, autoimmune disorder. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("foreign body of the uterus"), pelvic pain ("pain"), menorrhagia ("menor") and autoimmune disorder ("autoimmune-like symptoms") in a female patient who had essure (batch no. 645015) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, asthma, chickenpox, gallbladder disease, orthopedic procedure and knee arthroscopy. Concurrent conditions included hypothyroidism, obesity, vitiligo, chronic fatigue, weight gain, joint pain, weakness, muscle ache, dry skin, erythema, painful rash, skin fissure, dyshidrotic eczema, environmental allergy, asthma, depression, hair loss, bruising, metabolic disorder, intramural leiomyoma of uterus, adenomyosis and bleed in luteal cyst (right ovary). Concomitant products included betamethasone dipropionate;clotrimazole (lotrisone). In (B)(6) , the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), allergy to metals ("nickel sensitivity") with rash, dyspareunia ("dyspareunia") and stress urinary incontinence ("stress urinary incontinence"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, da vinci platform anterior colporrhaphy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, pelvic pain, menorrhagia, autoimmune disorder, allergy to metals, dyspareunia and stress urinary incontinence outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, device expulsion, dyspareunia, menorrhagia, pelvic pain and stress urinary incontinence to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: final diagnosis: uterus: uterus, cervix, bilateral fallopian tubes. Uterus and bilateral fallopian tubes, da vinci total laparoscopic hysterectomy with bilateral salpingectomy: cervix: focal acute and chronic cervicitis and squamous metaplasia endometrium: early secretory phase endometrium. Myometrium: intramural leiomyoma and adenomyosis. Serosa: sub serosal leiomyoma. Right fallopian tube: benign; essure coil present. Left fallopian tube: benign, essure coil present. Right ovary: right ovarian cyst. Right ovary. Cystectomy: hemorrhagic corpus luteum cyst. Uterus, cervix and bilateral fallopian tubes: sections of the serosa show a small nodule composed of smooth muscle, sections of the cervix show squamous metaplasia and acute and chronic inflammation, sections from the endometrium show an early secretory phase endometrium. The myometrium has a few foci of adenomyosis and a well-demarcated nodule composed of bland smooth muscle. The left fallopian tube is benign. The right fallopian tube is benign. Removal details: pathology findings: (uterine sub serosal leiomyoma and hemorrhagic right ovarian cyst.) No evidence of perforation or migration of the fallopian tubes with the essure coils. She also had what appeared to be a grade I cystocele with significant urethrovesical hypermobility. The patient had what appeared to be a 2-3cm right-sided ovarian dermoid cyst.. Concerning the injuries reported in this case, the following ones were described in patient's medical record: allergy to metal, pelvic pain, dyspareunia, menorrhagia, autoimmune disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-mar-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.